Manufacturer narrative:
The device was not returned for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported poor visibility, or the deployment difficulties (partial stent deployment, stent removed, deployed). It may be possible that anatomical conditions contributed to the deployment difficulty. It may be probable that the distal shaft was bent or entrapped in the anatomy such that the ratchet was unable to engage the stent properly to fully release the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a restenosed, previously stented lesion located in the proximal popliteal and a distal occlusion. Due to patient anatomy, visualization was difficult. After it was thought that the stent was fully deployed, the stent delivery system (sds) was removed; however, the stent was only partially deployed and during removal of the sds, the stent was removed. There was no adverse patient effect or a clinically significant delay in procedure. Another supera was deployed successfully to complete the procedure. No additional information was provided.